Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that customer had high blood glucose of 420 mg/dl. Customer reported of having blood at site and was advised that site may have been inserted in a capillary. Customer also experienced blood glucose versus sensor glucose differences. During troubleshooting, it was found that customer took aspirin.